Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump was alarming "no disposable- clamp tubing". The reservoir volume was at 90.4ml, rate of 2.2ml/hr and 10.5ml was given. There was no patient, or clinician injury associated with this occurrence.